Event description:
There was no patient involved in this event. This device malfunctioned because the unit depleted a pad-pak with a 2016 expiry date. A device in this fault mode, if left undetected could result in its failure to perform as intended if required. Following communication with the distributor regarding the retrieval of device 11c00320911 from the customer, this complaint is now closed. If in the future the device is received, the complaint investigation will be reopened.